Event description:
Patient presented to the physician with pain at the ipg pocket and stimulation lead body migrating over the sternum. Physician brought the patient into the or, opened the ipg pocket, moved the ipg more laterally, repositioned the stimulation lead body, tucked the remainder of the stimulation lead body under the ipg, and closed. Patient presented back to the physician with redness, tenderness, and ipg site pain. Physician prescribed a course of antibiotics and referred the patient to an allergist. Patient presented back to the physician with persistent pain at the ipg site. Physician brought the patient back to the or and removed the entire system.